Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), the lp exhibited a positioning failure. The lp was not used and a new lp was implanted. The patient was in stable condition.